Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer called into philips to report that the device was not passing self check. There was no reported patient involvement.

Manufacturer narrative:
.